Event description:
Report received of an unrequested bolus dose. The pump was programmed to deliver a naarcotic of an unspecified concentration in the pca only mode with a pca dose of 1.5mg, a pt lockout of 6 minutes, and no 4-hour limit set. The nurse wiggled the pt pendant cable at the connection to the back of the pump and the pump reportedly delivered a pca dose without the pt pressing the pt pendant button. The pump was immediately removed from clinical service. There was no adverse pt effect reported, and no add'l pt monitoring was required. Though requested, the customer declined to provide any add'l info.